Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during advancement and repositioning of an embolization coil, the coil detached in the microcatheter. The coil was removed in its entirety with the microcatheter. There was no reported patient injury or intervention. The patient was reported to be fine.

Manufacturer narrative:
The proximal portion of the pusher was returned for analysis. The coil and microcatheter were not returned, which limited the scope of the investigation. The investigation found the pusher to be severely damaged. The pusher was broken at the transition section, and the distal end of the pusher was not returned. The hypotube was found to bent at numerous locations. The proximal gold connector was found to be bent. No analysis could be performed for the distal portion of the device, as it was not returned for evaluation. Based upon the investigation analysis and available information, the reported complaint was unable to be verified. The distal portion of the pusher was not returned, preventing analysis of the condition of the monofilament, and the damage of the returned proximal portion of the pusher prevented testing of the electrical continuity. The root cause is unknown.